Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) incident was identified which occurred on (B)(6) 2010, during drain cycle 5. The drain volume was 4771 milliliters (ml). The programmed fill volume was 2000ml. This incident meets overfill criteria.

Manufacturer narrative:
(B)(4). The increased intraperitoneal volume was confirmed in the logs and not duplicated during the product analysis lab (pal) evaluation. Based on the information obtained during baxter's investigation, this incident was determined to be due to insufficient drain and use error: tidal ultrafiltration removal set too low. A service history review was performed and no issues were identified that may have contributed to the incident. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). On (B)(6) 2011, baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) and provided the results of the evaluation. The pd rn stated she was not aware of any symptoms related to the incident around that time and the patient is continuing therapy on the new cycler with no further issues.